Event description:
During an investigation into biased qc results, evidence of irregular signal reagent dispense volumes on the eciq analyzer was discovered. This malfunction could result in biased results that may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the sr probe to be plugged. The field engineer repaired the well wash and sr subsystems. Repairs returned the instrument to expected operation. The root cause of the event was instrument-related.